Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1 (email address) g3, g6, h2, h6, h11 corrected: d2b. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: kim tw, do mu, kim kb, kim jj, suh kt, shin wc. Dual mobility cups reduce dislocation in isolated cup revision. Bmc musculoskelet disord. 2025 mar 29;26(1):308. Doi: 10.1186/s12891-025-08553-8. Pmid: 40155895; pmcid: pmc11954348. Https://doi.org/10.1186/s12891-025-08553-8. G2: foreign: south korea. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to infection. Attempts have been made and no further information has been provided.